Manufacturer narrative:
(B)(4). It was reported performance breakage suture. An empty opened foil, an empty labeled winding former, a needle and a suture in several pieces of product code vr416, lot lj9dkhe0 were returned for analysis. During the visual inspection of the detached needle, the swage and attachment area the swage and attachment area were noted to be as expected and remnant suture was noted inside the barrel hole. The sutures pieces were examined and have begun with the process of degradation and the time of exposure of suture to the environment could not be determined. The foil was examined and showed multiples wrinkles and holes in cavity on bottom foil package due to excessive manipulation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, the assignable cause of performance breakage suture, is suture degradation; due to the improper handling of package. An unopened sample of product code vr416, lot lj9dkhe0 were returned for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device vr416, lj9dkhe0 number, and no non-conformances related to the reported complaint condition were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture was broken when tying. There were no adverse patient consequences reported.